Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer reported that the cables have an open connectivity and are not sending a signal to the alarm when pressure is released from the sensor pad. They reported that the cables are being hung on the footboard of the bed. There was no pt injury reported.